Event description:
It was reported that the insulin continues to drip after the motor stops during the rewind process. The blood glucose reading is 251 mg/dl. Customer is trying to treat with the insulin pump. Customer stated that he has not received a no delivery alarm. During troubleshooting, ran the high pressure test and the insulin pump did not alarm no delivery. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed selftest, off no power test, error test, displacement test, rewind and basic occlusion test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test and excessive no delivery alarm test due to prime anomaly. The insulin pump received wih cracked battery tube threads and scratched lcd window noted during visual inspection.